Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hyperlipidemia and coronary artery disease.

Event description:
It was learned via the patient registry that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years due to mitral stenosis. The patient initially presented with shortness of breath. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was stable in the ICU post procedure and was discharged on pod #2.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 27mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of eight (8) years due to unknown reasons. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve.